Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who underwent deep brain stimulation implantation in (B)(6) initially had normal impedance readings. In (B)(6), high impedance was detected on contact 9c on the right-side during follow-up. In (B)(6), high impedance was observed on contacts 9b, 9c, 10a, 10b, and 11 on the right side. The patient had not experienced any falls or neck trauma. A computed tomography (CT) scan showed no abnormalities. No patient complications have been reported as a result of this event.

Event description:
It was reported that during monopolar testing, contact #9 appeared within normal range, and #10 showed a yellow (investigate) status - 39 ,645 ohms. However, in bipolar testing, the impedance for contacts 9-10 showed as high and contacts 9-11 showed low (146 ohms). The patient returned for follow-up on january 16. The right side continued to show high impedance, while the left side was unremarkable and left unchanged. The right stimulation was converted from monopolar to bipolar.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the cause of high impedances was not determined. Only the contact selection was adjusted as troubleshooting but they would wait until the patient's next follow up visit to confirm whether the patient may have experienced a fall.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the cause of high impedances was not determined. Only the contact selection was adjusted as troubleshooting but they would wait until the patient's next follow up visit to confirm whether the patient may have experienced a fall. The issue was also clarified stating that the patient returned for a routine ipg follow-up visit, during which impedance values and device usage status were checked. Recently, the patient reported an unsteady gait. After abnormal impedance values were identified, the physician adjusted the contact selection and instructed the patient to return home for observation, with follow-up planned at the next clinic visit. This was the patient¿s first follow-up visit after the battery replacement surgery performed on (B)(6) 2025. Further clarification is required to determine whether the patient had undergone any additional evaluations or procedures at other clinics or regional hospitals. No additional invasive diagnostics or troubleshooting procedures were per formed. Only the contact selection was adjusted.